Event description:
Iab catheter was inserted on 8/23/99 at 17:00. The catheter was inserted into datascope's 11" sheath. On 8/24 at 07:40, augmentation was noted to be poor. On 8/25 at 23:50, difficulty was encountered inflating the catheter - "kinked line was documented". The balloon catheter was removed on 8/26 at 13:06. Upon removal a kink was noted in the middle of the 11 inch sheath.